Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 469 mg/dl, which was treated with manual injection. Customer had symptoms of thirst and tiredness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that cannula was bent. Insulin pump passed displacement test.